Event description:
Device #2 of 2: 1627487-2014-26482. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove the paddle portion of the model 3219 lead during the implant of a new scs system.

Event description:
Device #2 of 2. Reference MFR report: 1627487-2014-26482. It was reported, the pts incision sites were not healing properly. The pt's ipg was subsequently explanted on (B)(6) 2014 because, the pocket size dehisced and the corner of the ipg header was poking outward. Cultures were taken and indicated (B)(6) were present. The lead tails were cut and the incision site was debrided. No signs of infection were noted. A wound vacuum was placed over the ipg site and a PICC line placed for IV antibiotics to be administered.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.